Event description:
It was reported that during preparation of a steerable guide catheter (sgc), while de-airing the dilator, a leak near the flush port was observed. It was leaking out of a crack in the body of the valve. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
All available information was investigated, and the reported cracked and leaking dilator flush port was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the investigation determined the reported cracked and leaking dilator flush port to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.